Event description:
Approximately 6 months following the implant of 2 cypher stents to a slightly calcified and moderately tortuous mid left anterior descending artery, the patient returned for additional intervention of a lesion in the right coronary artery (rca). Coronary angiography revealed stent strut fracture of the previously implanted cypher with an aneurysm. To treat to aneurysm, a jo stent (graft master 3.0/19mm)mm was implanted covering the aneurysm. Balloon angioplasty (poba) was conducted with maverick (3.25/length unknown) at 300psi for a total of 10 minutes. (Poba was conducted 9 times).